Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2012. The pt was inappropriately treated on (B)(6) 2012. The lifevest delivered a treatment at approximately 22:47:00. The rhythm at the time of the treatment was supraventricular tachycardia (svt, 200 bpm). The post-shock rhythm remained svt. The monitor reset following the treatment. After resetting, the monitor delivered a second treatment at 22:52:32. The rhythm at the time of the treatment was rapid atrial fibrillation (204 bpm). The post-shock rhythm remained atrial fibrillation. The patient was conscious at the time of the event. The response buttons were used intermittently but not immediately prior to the treatments. The rapid heart rate contributed to the false detection. The monitor did not reset after the second treatment. The pt was taken to the hospital.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) was completed. Initially during the investigation the monitor intermittently reset during pulse testing. The resets were later unable to be duplicated during further troubleshooting. Zoll was unaware of the pulse reset failure mode at the time of the evaluation. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.